Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient wasn't getting therapy relief. They were having bladder symptoms of frequency, urgency, and retention. Yesterday, the patient raised it from 1.3 volts to 3.7 volts and it was working but it was a little strong so they decreased it to 3.6 volts and now they weren't feeling anything. The patient programmer showed the stimulation was off. They were on program 3 at 3.6 volts. The therapy was turned on and the patient felt stimulation. No further complications were reported as a result of this event.